Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their ins never helped them and they think it might've hurt them some. Pt said a couple of time their legs have felt so heavy and they think it's due to the ins. Pt said they moved to sc since getting the ins implanted and saw a rep to get their ins program adjusted. Pt said after the program was adjusted, it didn't hurt for a few hours but then started hurting again. Pt said they were now seeing a group of doctor's who said they could take out the ins. Pt was inquiring to see if it would be covered by insurance now that they were in a different state. Pss redirected pt to their hcp/insurance for further assistance. Pt also mentioned that they had a different back procedure done by this group of doctors. Additional information received from the patient (pt) on (B)(6) 2022. The pt reported they are looking into having the device removed as the scs never helped them. Pt reported they followed the rep's instructions and kept the battery charged. Pt reported one time they turned the scs off and pt needed a cart/wheel chair because the pt's legs felt like they weighed 100 lbs. And could hardly lift legs and walk. Pt's legs have been hurting for the last year and it used to be more on side/at side, back, and above. Pt reported "I feel like it's tearing me apart inside." Pt reported that every time they turned the scs on, after an hour or two they could feel the pain getting worse. Pt had different programs to try, but none worked. Pt tried it again one day and left their controller at home and was in pain after 6 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Replacement occurred on (B)(6) 2022. Patient stated they hurt worse since getting the ins. Patient stated after one year of having it; it seems to be causing more problems. Patient stated right side where leads are implanted, hurts.